Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one sharps coll 1.5 qt red has been found deformed before use. The following has been provided by the initial reporter: the handle was deformed.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like handle deformed during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like handle deformed for the same part number throughout the last twelve months. According with samples received the deformation notified under this complaint is concerning the shape of the handle took after passing long time unassembled from the lock ribs that keep it hold to the lid, this issue could be caused due incorrect handling during partial sales or not suitable packaging to send material to the end user. The current process was reviewed, and it was found controls already implemented to prevent that the handle takes a different shape that could looks like a deformation, this controls are defined through the packaging method and visual inspections performed by quality and production department. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, since there is no enough information to determine the root cause of this failure and it was confirmed that there are controls within the manufacturing process to handle the material to avoid this kind of deformation. H3 other text : see h.10.

Event description:
It has been reported that one sharps coll 1.5qt red has been found deformed before use. The following has been provided by the initial reporter: the handle was deformed.